Event description:
On (B)(6) 2014 the lay user/ patient¿s reporter contacted lifescan (lfs) and alleged the patients one touch verioiq meter read inaccurately erratic . The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the issue began approximately 2 months ago. The patient allegedly obtained inaccurate erratic results of ¿153 and 105 mg/dl¿ with the subject meter on (B)(4) 2014 at 4.23am and 4.24am respectively. Based on statistically methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for precision. The patient manages his diabetes with diet and/or exercise alone. The reporter alleged the patient increased his exercise regime and decreased his food and/or drink intake in response to the inaccurate erratic result, approximately 7 weeks ago. The reporter claims the patient developed symptoms of ¿stress and anxiety¿ approximately 1 week after the product issue began. The reporter alleged the patient had a doctor¿s office visit within the last month. The reporter denied the patient received treatment due to the product issue. The reporter alleged the patient tested his blood glucose on other devices on unspecified date/times, with results of ¿128mg/dl¿ (accucheck), ¿108mg/dl¿ (freestyle) and ¿116 mg/dl¿ (accucheck compac plus). At the time of trouble shooting, the cca was able to confirm the correct unit of measure was used and the correct sample site was used for testing. Replacement products were sent to the patient. Based on the information provided, there is no indication the subject meter caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia after obtaining the inaccurate erratic results, nor did he receive medical intervention. There is no evidence the patient was administered with inappropriate self-treatment due to the alleged issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.